Event description:
The complainant alleged that during a routine shift check by a clinician that on power-up the device displayed "pace fault 116" and "pacer disabled" in pace mode and "defib fault 72" and "defib disable" in defib mode. The complainant indicated there was no pt involvement with this reported malfunction.